Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the bedside and central monitor's audio alarm ceased after 10 seconds during a vtach condition, the visual alarms continued. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that the bedside and central monitor's audio alarm ceased after 10 seconds during a vtach condition, the visual alarms continued. No pt harm was reported.